Manufacturer narrative:
Additional contact information: (B)(6). The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a plum duo infusion pump, during infusion of continuous propofol sedation, the device generated an air-in-line alarm and paused therapy. Nursing staff assessed the infusion line and did not identify any visible air, kinks, or occlusions. Despite troubleshooting efforts, the alarm persisted and interrupted propofol delivery. During the interruption, the patient became acutely agitated, with tachycardia, tachypnea, thrashing movements, and attempts to self-extubate while mechanically ventilated. A (richmond agitation-sedation scale) rass score of 3 was documented. A 100-mcg intravenous fentanyl bolus was administered to maintain sedation and patient safety. The propofol infusion was re-primed and resumed following troubleshooting, and the patient returned to baseline. There was patient involvement with no injury reported.